Event description:
It was reported that the right ventricular lead exhibited oversensing and the patient received inappropriate shocks. It was further reported that the patient was seen at an emergency room. The lead was capped and replaced. No further patient complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the outer tubing overlay, the outer tubing overlay melted, the outer insulation had a cosmetic depression and there was apparent explant damage.